Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide; model: cat45e/cat45f; 15546-aw rev d 06/2016; alerts and alarms 10 / page 126. Warning: when a hazard alarm occurs in the pod, all insulin delivery stops. Failing to address the situation could result in hyperglycemia. If you had a temp basal or extended bolus running when the hazard occurred, the pdm will remind you of this. Due to the serious nature of hazard alarms, you must act promptly to resolve them. Acknowledge the alarm condition by pressing ok, which silences the alarm. Deactivate and remove the active pod (see chapter 5, using the pod). Activate and apply a new pod (see chapter 5, using the pod). Insulet corporation will transition to a new complaint handling system in early april 2017. During this transition period, we will continue processing existing complaints in our legacy system along with processing new complaints in our new complaint handling system. We are letting you know to expect two different patient or manufacturer reference numbers. Refer to below for these references: legacy system: (B)(4) (this format will eventually be phased out once all complaints are closed out in the legacy complaint handling system). New system: (B)(4) (this format will become the standard once all new complaints and regulatory submissions are managed in the new complaint handling system).

Event description:
The patient reported she had a hazard alarm and was admitted to (B)(6) hospital . At the hospital, the health care professional adjusted her basal settings and she was placed on multiple bags of fluids and insulin intravenously. Additional product and diagnosis information not available.